Manufacturer narrative:
Date of submission 31-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim with reddish text. The original complaint of a blank display issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.